Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the first valve, the valve was recaptured one time as the implant depth appeared deep at more that 5 millimeter (mm). The procedure was delayed approximately 3-5 mins as a result of the infold with the first valve. Of note, the patient's annular calcification contributed to the deployment issues.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Media files were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported the valve was recaptured once and an infold can be seen at 80% during the second deployment attempt. An infold was not reported during the first deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Physicians and field team followed medtronic best practices. Additionally, it was reported the patient decompensated due to low ejection fraction (ef). Of note, severe ventricular dysfunction with left ventricular ejection fraction (lvef) <(><<)>20% is listed as a precaution in the evolut¿ fx system instructions for use (IFU). Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Hemodynamic instability can be the result of effects such as low cardiac output and hypotension, which are known potential adverse events per the device IFU. With the information available, a conclusive root cause cannot be assigned. However, the frame expansion is likely a contributing factor. Low ejection fraction can be caused by a variety of factors, including patient anatomy, or presence of pre-existing patient conditions but a conclusive cause could not be determined from the limited information available. In this case, the frame infold is likely a contributing factor. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding.no adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this. This event does not allege a device misuse medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-34, serial/lot #: (B)(4), ubd: 11-jan-2025, UDI#: (B)(4) product analysis: both of the devices associated with the event were discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with a medtronic per manent pacemaker with 100% paced rhythm, the initial fluoroscopic inspection of the valve load revealed an acceptable load. During the implant, upon the first deployment attempt, recapture was performed. Upon recapture, it was noted the valve frame appeared to be aligned properly without any evidence of an infold. Prior to the second deployment attempt, the patient hemodynamics became unstable (pressures decreased from 90-80-70 within few seconds, due to low ejection fraction (ef), low blood flow, low gradient, and dropping blood pressure). A decision was made for a second deployment attempt at 80% to provide the patient a functioning valve. At this point in deployment, the blood pressure had dropped to the 30¿s and cardiopulmonary resuscitation (CPR) was immediately performed. Subsequently, the anesthesiologist administered medications to support the blood pressure. No pulse was palpable, and CPR was continued. Upon further fluoroscopic inspection, the valve appeared to have a darkened line (indicative of an infold) and a decision was made to recapture the valve into the delivery catheter system and withdrawn from the patient. Upon recapturing, the patient¿s hemodynamics improved gradually. A new valve was prepped, inserted, and deployed without incident. During the second deployment, no pacing was used due to the patient¿s low ef. The final mean gradient measured 3mmhg. Following the valve implant procedure, no changed in conduction system was observed. The implanting team reported the pacing performed at 120 due to low ef contributed to the patient¿s hemodynamic instability. In addition, upon post-implant images review, the implanting team noted that during the second deployment, there was no obvious sign of an infold of the valve frame but after the CPR was performed and fluoroscopic images appeared to show a darkened line that was indicative of an infold. A delay in valve deployment was reported. No additional adverse patient effects were reported.